Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery when they were trying to bolus their high blood glucose. The customer's high blood glucose level was 541 mg/dl. They tried to take a bolus of 11.4 units but the insulin pump alarmed no delivery when it got to 3.2 units. Troubleshooting was performed on the insulin pump. The insulin was able to exit the 5.0 unit fixed prime. The cannula was not bent. The customer also reported that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. Their blood glucose level at the time of admission was 912 mg/dl. The customer had symptom of having trouble breathing. The customer was treated with fluids and put in cardiac care of intensive care unit. The customer was wearing the insulin pump at the time of the hospitalization.